Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 01mar2021.

Event description:
The customer called into technical support (ts) reporting that the device shut down while in use on a patient and did not alarm low battery. The device was in clinical use being used for therapy at the time the issue was discovered; however, there was no harm to the patient or user. It was stated that the device was running on internal battery and ac was not plugged in, the battery depleted and the unit never alarmed low battery. The unit was swapped out.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer advised the unit will not stay powered on and that the unit was running on battery from 12am - 10:45am (B)(6). It was also advised 12.95v and 92% charged in the pneumatics screen. There was no low internal battery in the significant event logs. Advised to let the battery charge for at least 16 hours and perform battery test in the pvt. The rse reached out to product support engineer (pse) for assistance in why it did not alarm. The pse advised there are no instances of a 1204-low internal battery message. It looks like the battery voltage must have dropped off so quickly that there was not enough power to maintain the operation of the v60 and log a low internal battery error. Battery manufacturing date: 03/01/2015. The rse advises running a full performance verification test per the service manual as well as replacing the battery. As per the service manual, the battery should be replaced every 5 years. The customer advised they replaced the battery, performed a full performance verification testing, and the unit passed.